Event description:
Four (4) out of 9 dexcom g7 sensors I have used over the past several months have read either very low or very high when compared to a finger stick glucose reading. I've tried several times to calibrate these failing meters and the false low or high values don't resolve. Last night I had a blood sugar level of 97 mg/dl on a finger stick and the dexcom said 57 mg/dl. I tried calibrating and this value didn't change. It also makes no difference where the device is located whether on upper arm on triceps or on stomach. This device is not reliable and fortunately in my situation, reactive hypoglycemia which is mostly under control I can usually tell when my blood sugar is low and control it. This is not always the case with other folks and could lead to death. Pt code: 4582. Device code: 1535. Ref reports: mw5180262, mw5180263, mw5180264.